Event description:
It was reported to philips that the system would not expose. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the quote expired since the customer did not accept the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : evaluation cancelled; no response received for further information.